Manufacturer narrative:
Unit passed the displacement test. Sleep current measurement and active current measurement within specifications. The power management tool confirmed low battery alert, power loss alarm, and replace battery now alarm was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the pump was monitored and functioned properly. Unit received with cracked battery tube threads. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had replace battery alert with low battery alert. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.